Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to acetabular loosening.

Manufacturer narrative:
All components of the construct except for the stem were revised, but not returned for review. The device history record of the tm modular acetabular shell was reviewed and no deviations or anomalies were identified. No additional complaints have been received against the part/lot combinations of components involved in this complaint. This device is used for treatment. Operative notes indicate that the patient has "severe arthritis of the hip," that no infection was indicated, that the patient had normal ion levels, but x-rays had indicated a loose and migrated shell. These notes also indicated that there was no evidence of corrosion found intraoperatively, the acetabular component was found to have migrated into a vertical position, and that there was no evidence of bony ingrowth. The devices comprising the construct are compatible. No notable deviations from the surgical technique were identified. With the information provided, a definitive root cause cannot be determined.